Manufacturer narrative:
The customer reported problem cannot be determined. Based on the findings, service was unable to determine the proximate cause of the reported issue. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 08/16/2016 to present date 10/02/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the leak down test. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the leak down test. There was no patient involvement.